Event description:
It was reported that the patient was unable to adjust their stimulation. A display showed "call your doctor" icon which was a power on reset condition. Further follow-up was not possible.